Event description:
Customer reports noticing a leak at the connection between the filter and extension tubing after being primed causing the spilling medications/chemotherapy all over. There was no pt involvement. No report or injury or medical intervention. No add'l info available.